Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. The device was operating out of specification. Further evaluation found the ultrasonic sensor had low ultrasonic readings which could cause the pump to be more sensitive to air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line. It was also reported that there was no patient involvement.